Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg on (B)(6) 2024, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient experienced lightheadedness, weakness, and shaking. The cgm was reading 400 mg/dl and the blood glucose reading was 600 mg/dl. The patient presented to the emergency department. There, she was given IV insulin twice. She was discharged the same day and was in excellent condition during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.